Event description:
The customer reported air/water leakage from the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there were foreign objects in the forceps channel port. This report is being submitted for the malfunction found during evaluation (foreign objects).

Manufacturer narrative:
During inspection and testing, there were foreign objects in the forceps channel port due to insufficient reprocessing. The reported issue (leak) was confirmed during testing due to a cut on switch one. In addition, switch one did not work due to corrosion, the grip was shaved, the air/water cylinder and suction cylinder were discolored, the switch box was dented, expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the scope connector case was dented due to handling, the light guide lens was cracked due to handling, the connecting tube was wrinkled due to chemical stress, the connecting tube was cut due to handling, and the objective lens was chipped due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material at the biopsy channel port occurred due to incorrect reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU: operation manual chapter 3 preparation and inspection states how to detect the event. IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures.¿ olympus will continue to monitor field performance for this device.